Event description:
Revision surgery - due to the patient having pain and instability. The surgeon said that the original surgeon misplaced the baseplate, causing some pain and instability.

Manufacturer narrative:
The reason for this revision surgery was due to pain and instability. The previous surgery and the revision detailed in this investigation occurred 1 year and 6 months apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported component had one non-conforming material report (ncmr). Non-conforming material report (ncmr) # 27969 associated with the part # 508-32-204, rsp baseplate, 30mm, with p2 coating which documents a nonconformance that out of 50 quantity lot 2 items were rejected due to laser marking not legible. Rejected items were reworked with suitable operations and were accepted. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to the pain and instability. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the event. The agent has clearly mentioned that the surgeon misplaced the baseplate causing some pain and instability in the patient, it seems that the event may have occurred due to improper surgical technique, incorrect implant selection or trauma. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.